Event description:
It was reported that, when this console was turned on and the ready button was pressed to set up the console for a procedure, it automatically returned to standby, and the procedure could not be performed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.